Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 05/08/2012 and has no repair history at zimmer surgical. Evaluation of the device observed that there was no damage that could have caused the customer's event. Calibration settings and the motor ran within specifications. The cause of the reported event could not be determined. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii produced bad skin grafts. The skin grafts were perforated and not of the desired thickness. The customer changed blades and altered skin thickness. However, it did not improve the results. Additional clinical follow up with the customer indicated that the issue was observed during surgery. The harvested graft looked perforated and an additional graft harvest was needed to cover up the defects in the previous skin graft. Surgical time was increased by 30 minutes due to the reported issue.